Manufacturer narrative:
Device is combination product. Device evaluation by manufacturer: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that post a percutaneous transluminal coronary angioplasty, the patient expired. A 2.75x38mm promus element stent was successfully placed in the left anterior descending artery. Post procedure, the patient was in stable condition and was transferred to intensive cardiac care unit. Later that night the patient¿s condition suddenly deteriorated. The patient experienced ventricular fibrillation with subsequent cardiac arrest and the patient expired.